Manufacturer narrative:
The insulin pump was received with a severely scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was in a car accident and now her display screen is scratched and hard to read. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.